Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the fenestrated bipolar forceps jaw would not close. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.530" x 0.200" was found to be broken off the yaw pulley. The broken piece was not returned.